Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle safety shield broke off during use and caused a dirty needle stick injury. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "I was told that there have been issues with needles safety shield not working properly, but that the following was of great concern due to a needle stick injury that occurred. On oct 20th, I was informed that on two separate occasions occurring the week of oct 11th through 15th the safety shield broke off of the needle while attempting to engage the safety shield over the needle after use, once resulting in an accidental needle stick. On oct 21st, I was informed that another safety shield broke off a needle. It was noted that these occurrences happened with different end users."

Manufacturer narrative:
H6: investigation summary bd received 63 samples for investigation. 20 samples were evaluated by visual functional test and the indicated failure mode for defective locking with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by visual functional testing and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle safety shield broke off during use and caused a dirty needle stick injury. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "I was told that there have been issues with needles safety shield not working properly, but that the following was of great concern due to a needle stick injury that occurred. On oct 20th, I was informed that on two separate occasions occurring the week of oct 11th through 15th the safety shield broke off of the needle while attempting to engage the safety shield over the needle after use, once resulting in an accidental needle stick. On oct 21st, I was informed that another safety shield broke off a needle. It was noted that these occurrences happened with different end users."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.